Manufacturer narrative:
Visual inspection shows the cannula is bent and broken in two pieces confirming the complaint. The condition of this device is consistent with excessive force being applied during use which resulted in the breakage. No further investigation is warranted for this device.

Event description:
It was reported that during a procedure using a hip pac, the needle broke upon insertion into joint. No patient injury or significant time delay was reported. A backup device was on hand to complete the procedure.